Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited intermittent capture. No intervention was reported. There were no patient consequences.